Event description:
It was reported that the patient underwent a spinal procedure for l4 spondylolisthesis using vertebral spacer. The impactor slipped during implant placement at l4/l5 and created a dura tear. The dura tear was repaired. No other patient complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.